Event description:
Info received that the hi/lo head drifts down slowly. No injury reported.

Manufacturer narrative:
Technician located the bed in down storage area. Issue: hi-lo head drifts down slowly due to faulty emergency trend valve. Replaced emergency trend valve to resolve this issue.